Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving control solution results outside the acceptable range. The complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. According to the patient, she was stopped testing her blood glucose on (B)(6) 2014 when the control solution was outside the acceptable range. The patient indicated that she had allegedly high blood glucose readings on the subject meter and questioned the accuracy of the lfs product. On the evening of (B)(6) 2014, the patient developed symptom of sweaty and administered self treatment with food and drink. The patient felt that had she been able to test her blood glucose at her regular time, she would have been able to detect her blood glucose sooner and prevent the alleged symptoms. Troubleshooting indicated that the patient test strips were within the discard date. The control solution and test strips were within the discard date. The control solution results of 112 mg/dl was below the acceptable range. The reported issue was not resolved with training. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient developed symptom suggestive of hypoglycemia after she was unable to obtain blood glucose on the subject meter to manage her diabetes.